Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level due to overbolus. Customer's blood glucose value was 54 mg/dl at the time of the incident. The customer declined troubleshooting for low blood glucose. The customer was treated with food. It was unknown that auto mode feature was active or not at the time of event. Customer reported that they did receive a calibration not accepted alert, sensor updating alert and change sensor alert. The customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 83 mg/dl and sensor glucose was 40 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 80 mg/dl. The device will not be returned for analysis.